Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for an unknown plate, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Complaint received from patient's attorney indicates patient underwent a repair of a malunion of the left distal radius on (B)(6) 2011 with implantation of a small fragment locking t-plate with locking screws distal to the osteotomy and bicortical screws proximally. About (B)(6) 2012 patient suffered from increased prominence of the distal ulna dorsally and x-rays showed the plate had fractured and patient developed a nonunion at the osteotomy site. Patient was returned to the operating room about (B)(6) 2012 for removal of hardware and revision with left iliac crest bone graft and takedown of the nonunion of the left distal radius. Revision hardware is unknown. This report is for an unknown plate. This report is 1 of 1 for complaint (B)(4).